Event description:
Reporting status: serious injury/malfunction. Reporting rationale: dislodged stent is free floating in the pt's anatomy. Device issue: stent dislodgement. It was reported that the stent came off of the stent delivery system (sds) balloon and was lost. The stent was free floating and could not be located. It was reported that the sds was inflated so it is unclear at this point whether there was a deployment issue. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal, interaction with other devices and/or anatomy, and lesion morphology. Potential causes of the failure to deploy a stent, can be the result of, but not limited to, pre-dilatation strategy, balloon entrapment (sticking), balloon pinhole or rupture, or excess balloon twisted fold. In this case, a conclusive root cause cannot be determined.